Event description:
Pt fell on knee and had effusion. The surgeon was worried that poly may have broken. When the poly was removed, it looked good. Effusion may have been from something other than component.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 434 mg/dl, 247 mg/dl, and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.